Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a malfunctioning ise (ion-selective electrode) mix motor. The beckman coulter field service engineer replaced the mix motor to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results for one (1) patient on their au480. The erroneous results were not released out of the laboratory; hence, there was no impact to patient treatment. There was no report of injury or adverse event associated with this event. The customer provided data for one (1) patient.